Manufacturer narrative:
H10: the device was received for evaluation with tubing lines cut off the cassette; however, the patient line was returned. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing, and no issues were noted. The set was repaired with in-lab tubing to perform testing on an in-lab amia device; no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia pd cycler set leaked due to a pinhole in the patient line. This occurred during setup of peritoneal dialysis therapy. Renal therapy services advised to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.